Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable unit leaking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of camera unit, the endoscopic image cannot be displayed. The most probable cause of the identified failures is cause traced to component failure. A definitive root cause could not be identified for the cable unit leaking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had random image loss or interference. There were no reports of patient harm.

Event description:
It was reported that the subject device had random image loss or interference. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1:complete facility name is groupe hospitalier saint vincent service comptabilite. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.